Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. No visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel for over five times. The device could transect the vessel with a clean cut without any failure. Based on the results of the evaluation, the reported complaint was unable to be confirmed for ¿failure to cut¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro harvester stated the bisector blade seemed "dull" and would not cut very good. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro harvester stated the bisector blade seemed "dull" and would not cut very good. A replacement device was used to complete the procedure. The hospital did not report any patient effects.